Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during an implant procedure that the patient's right ventricular (rv) lead had high impedance on a high voltage electrode. The lead was removed and replaced. No patient complications have been reported as a result of this event.